Manufacturer narrative:
The customer was sent a replacement with no charge. Service was not needed for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the lexmark t650a printer associated with the unicel dxc 800 pro synchron chemistry analyzer was spraying toner all over the inside of the printer. No injury or operator exposure was reported for this event.